Event description:
It was reported that a spectrum pump was having system error 322 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Four system error 322 events were confirmed through review of the device history log. The alarm was unable to be reproduced during the eval even after numerous tests. The upper and lower aux are known contributors to this alarm and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.